Event description:
Indications: immunodeficiency with predominantly antibody defects, unspecified/ congenital malformation of heart, unspecified/ hypoplastic left heart syndrome/disease of pulmonary vessels, unspecified; call from pt dad requesting freedom 60 pump replacement as previous pump is no longer functioning. Pt dad states pump is not infusing/functioning and received the pump around 2 years ago. Did the product fault occur while in use with the patient? Unknown; no adverse events reported; is the actual device available for investigation? Unknown if device on hand; did the patient have a backup device they were abl to switch to? Unknown. No reported missed doses. Serial number unknown. Reported to (B)(6) by pt/caregiver.